Event description:
It was reported that the patient experienced a loss of efficacy. The patient experienced dystonia related problems which affected the cervical and neck. It was noted that it was difficult to determine which device was the issue. A longevity calculation was performed, and it was noted that the left battery was still a good battery. Additional information received reported that the patient went to see an hcp for a second opinion, and had a revision performed. The patient's left neurostimulator and extension were removed and replaced with a new extension and an rc 37612 neurostimulator in the left chest, per patient request. It was noted that the extension's insulation looked worn and compromised. Following the revision impedances were within normal range on the left side at 3v. The patient's left system remained off after the surgery so that she could be programmed by her neurologist in (B)(6). The hcp planned to see the patient again on (B)(6). See MFR. Rep. # 3004209178-2012-09879 for information about right neurostimulator.

Event description:
Additional information received reported that there was an extension break. At the time of surgery 3 out of 4 the contacts had impedances greater than 2,000 ohms at 3 volts. The doctor decided to replace the extension and relocate the implantable neurostimulator to the left chest. The doctor noted that the insulation on the extension looked "worn" and it was explanted and sent to a pathology lab. The impedances were within the normal range after replacement. There was no patient death and the patient recovered without sequela. No further information was provided.

Manufacturer narrative:
Analysis of the extension found that the body was broken and there was a coiled wire in the body. Conductors 0 and 3 were broken 11.5 cm from the distal end of the extension.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748266 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type extension lead product ID, 3387-40 lot# j0209740v, implanted: 2004 (B)(6), product type lead. (B)(4).